Event description:
Event description guidant received information that a transtelephonic check of this right ventricular lead revealed no capture. It was discovered that the lead had fractured two weeks after implant due to clavicular crush and the lead was explanted. There were no adverse patient effects.